Manufacturer narrative:
The device was not returned for evaluation. A service history review was performed, and it was found that there was one previous service activity in the last 12 months but it was not related to this complaint.

Event description:
The event involved a plum 360 where it was reported that the pump was showing symptoms of the battery fsn. The status of the product at time of event was during infusion. It was stated that when the device was removed from mains it shut down while patient was in bathroom. There was no fluid leaking from the battery and no physical force impact to the pump. The battery was last changed in march of 2024. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.